Manufacturer narrative:
Conclusion: failure to follow instructions (oversizing the stent graft).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that an unknown date the patient presented for another medical condition and the CT revealed that there was endurant iliac limb occlusion. The endurant right iliac limb up to the aortic bifurcation was occluded. No intervention was performed due to multiple infections that the physician noted were unrelated to the device or procedure. The physician stated that the cause of the event was related to the oversizing of the endurant iliac limb. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.